Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation. The patient was experiencing pain and pressure in the abdominal and pelvic area. The patient stated that they are not voiding as much and when they turned the device off they went to the bathroom several times, but still had the pain. The rep met with the patient and adjusted the patient's programs and made sure that stimulation was comfortable. The patient said that they would maintain contact with the rep and if the patient has pain or a voiding issue the patient will turn off the device and follow-up with their healthcare provider (hcp). Additional information received from the rep indicated that the pain and discomfort had been resolved. The patient was also voiding normally, and the stimulation was on. No device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.